Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The vent of the light guide connector was loose due to an external factor. Water tightness was not maintained due to deformation of the light guide connector due to external factors. There was noise in the image. There was rattling at the connection between the insertion tube and the operation part due to the looseness of the insertion tube. The bending section cover adhesive was missing. The vent of the light guide connector was loose due to an external factor. There were scratches on switch three (3) due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the evis lucera bronchofibervideoscope had an air leak. No patient harm reported. During the evaluation of the device, it was noted the color tone of the image was abnormal (image was magenta or green only) due to damage to the charge-coupled device unit. This report is to capture the reportable malfunction of the color tone of the image was abnormal (image was magenta or green only) due to damage to the charge-coupled device unit noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to image sensor unit or failure of internal board of the video connector unit, or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.